Event description:
Technician alleged that the bed had no functions.

Manufacturer narrative:
Technician found loose connections on the power control module. Technician tightened the connections on the power control module to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.